Event description:
A customer reported that despite setting their phone to vibrate, audio alerts and alarms still sounded. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. The customer managed the situation by consuming carbohydrates and did not need third-party assistance. Technical support advised adjusting the iphone settings, and the customer made these changes, with plans for a follow-up to confirm if the issue was resolved.